Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis with culture positive for e. Coli in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient started treatment with continuing daily ip injections of vancotech 2gm and gentamycin 10mg. At the time of this report, the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Dianeal was ongoing. The reporter considered the event of peritonitis with culture positive for e. Coli unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.